Event description:
This report is to advise of a fracture found during analysis.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed damage to the catheter shaft at the proximal edge of electrode ring 4. In addition, conductor wire 3 was noted to be protruding from the shaft at the proximal edge of electrode ring 4 (the location of the shaft damage).